Manufacturer narrative:
(B)(4). The device evaluation is currently in progress. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite (return instrument test / evaluation) functional test for heater bag temperature test. The cause for rite test failure - heater bag temperature test was undetermined. Accuracy confirmation and temperature verification tests were performed and passed. The device was power cycled with no errors encountered. There were no problems found during an internal inspection of the device. There were no issues with the heater system during the evaluation. A service history review revealed no previous service events were related to this failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of the homechoice (hc) device, the hc machine system failed testing due to the following failure: the heater bag temperature failed performance specification as the fluid delivered was out of specification. During a call to the nurse to follow-up on the home patient, the nurse reported that she is not sure why the patient discontinued use of the device as he is new to the clinic. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.